Event description:
A free flow condition was discovered by the facility's biomed department. The biomedical technician reported there was no pt injury or medical intervention.

Manufacturer narrative:
The free flow condition was confirmed by sigma. The conclusion of the investigation was that a free flow condition was created by a mechanical failure of the lower cam bearing. The most probable root cause(s) of the bearing failure are a mechanical misalignment of the bearing to the shaft and a loss of lubricant within the bearing.